Event description:
The customer alleged during a pre-pt checkout of the ventilator, the audio alarm did not function or was intermittent. The mallinckrodt customer support engineer (cse) verified the alleged event, inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.